Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported device was received for evaluation; the events were confirmed during testing. Evaluation found the motor assembly was nonconforming upon disassembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device overheated during a procedure and during testing, ran in the wrong direction. There was patient involvement when the device overheated and there was no patient involvement when the device ran in the wrong direction; no patient impact.